Manufacturer narrative:
One 6f angioseal vip was returned for evaluation. One hemostasis sheath and carrier tube assembly were returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance (bls) was seen on the returned components. The distal ends of the carrier tube and the hemostasis sheath were cut longitudinally and the anchor dangled outside the lumen of the sheaths upon return. The cuts were cleaned and no frayed or jagged ends were noted. It was determined by visual and microscopic inspection that the cuts were manually performed with a blade or a razor. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen was extracted. The tamper tube was unable to be released due to internal dried blood like substance deposition but its presence was verified by further exposing the cut sheath. The complaint is confirmed for the failure mode of pullout. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that hemostasis was not achieved with the involved angioseal device. It was reported that the angioseal was introduced over the mini gw and the anchor could not be released. The complete system was removed. Hemostasis was achieved by manual compression and femostop. There was no harm to the patient.